Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that all of the keypad buttons were under responsive and there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 12/08/2016. Device evaluation: the pump has been returned to animas and evaluated on 11/11/2016 with the following findings: there was evidence of moisture on the internal components of the pump. The keypad was intact, and all of the buttons were normally responsive. There was a crack in the pump casing that was responsible for the moisture ingress.